Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(4) 2011 at 615pm. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). The reporter stated there were no changes made to the patient's medication. Several hours after the start of the alleged issue, the reporter claimed the patient felt nervous. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the reporter through a retest, but was not able to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptom did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged "ER 2" message remained unresolved.